Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed calcification covering over distal shocking coil and lead tip. Resistance testing confirmed the lead was electrically continuous. Laboratory findings determined that impedance measurements could have been affected by how much calcification was on the lead before the lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that this system has been exhibiting shocking impedance measurements greater than 125 ohms. The patient was brought into the clinic with the intent of checking all vectors which produced out of range measurements in coil to can and triad configurations. A boston scientific technical services consultant discussed the clinical observations with the caller and further testing and an x-ray were recommended. A revision procedure was subsequently performed and this right ventricular (rv) lead was removed from service and replaced. No adverse patient effects were reported.